Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: highly complicated lead extraction procedure in patient with previous early orthotopic heart transplantation: a first case report. Clinical case reports. 2018; 6(12):2319-2321. Doi://10.1002/ccr3.1823. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case study involving a lead extraction procedure in a patient with previous heart transplantation. It was reported that the left ventricular (lv) lead had fractured. The lead was subsequently explanted. No patient complications have been reported as a result of this event.